Manufacturer narrative:
According to the information provided by the reporting facility, a biopsy needle fractured during the procedure, and a fragment remained in the patient's posterior hip. The lesion was described as dense. No permanent injury has been confirmed. However, a injury cannot be excluded based on the available information and follow-up requests were sent to obtain additional details, including patient outcome and any medical intervention. No further information has been received at time of this report. The device was not returned for evaluation. A review of the device history record (DHR) for lot no. 2443047 confirmed that the device was manufactured in accordance with specifications, with no related nonconformities identified. Material verification confirmed compliance with iso 9626 requirements, including dimensional specifications (inner and outer diameter) for the bonopty penetration set components. Based on known device characteristics, such fractures may occur if the bonopty penetration cannula is advanced into and passed through the cortical bone instead of being anchored at the cortical bone entry site. Fracture may also occur if the cannula is removed without the stylet or drill inserted, i.e., without adequate internal support, and is exposed to excessive bending or torque forces during removal. Device breakage under these conditions (advancement beyond cortical bone and/or removal without support) is a known failure mode and is addressed in the accompanying instructions for use (IFU) through the following warnings and precautions: the penetration cannula is designed for anchorage and is not intended for passage through thick intact cortical bone. When the procedure is completed, do not remove the cannula without the support of the stylet or drill. Otherwise, there is a risk that the cannula may break and part of it remains in the bone. Not suitable for very sclerotic or purely lytic lesions. If a target or trajectory proves to be too hard to sample or penetrate using the bonopty® biopsy cannula, stop the procedure and remove the cannula. It may be possible to sample using the bonopty® extended drill instead - be careful not to bend the components of the bonopty system during manipulation. Based on the available information, no device malfunction or deficiency related to manufacturing or labeling has been identified. However, due to limited information and the absence of the returned device, a definitive root cause cannot be established. Apriomed will continue to monitor and analyze complaints, non-serious incidents, and incidents. Any statistically significant increase in the frequency and/or severity of incidents will be monitored and analyzed.

Event description:
A voluntary medwatch report (ref. Mw5188054) was received regarding use of a bonopty penetration set (catalog no. 10-1062). The following was reported: during a biopsy of a dense bone lesion performed the biopsy needle broke resulting in a piece of the needle being left in the patients left posterior hip. A post procedure scan was performed revealing the needle was seated within the bone and not protruding into the soft tissue. The reporting facility has been contacted to obtain additional information regarding the event, including patient outcome and any medical intervention performed. However, no additional information has been received to date of this report.